Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler or liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient developed peritonitis and their pd catheter would be removed. During follow-up, the patient stated that they were out of town and experiencing symptoms of cloudy pd effluent after performing a manual pd exchange. The patient stated they were admitted into the hospital with peritonitis on (B)(6) 2024. The patient reported that they had fungus (unknown species) in their pd catheter (not a fresenius product). The patient underwent removal of the pd catheter and was transitioned to hemodialysis for renal replacement needs. The patient remained hospitalized at the time follow-up was completed and was receiving unknown antibiotic therapy. The patient is recovering from the event and pending hospital discharge once an outpatient hemodialysis chair was available. The patient was not able to provide the cause of their peritonitis. However, the patient confirmed there were not any fluid leaks or any issues with fresenius products in relation to the event. The patient stated the peritonitis may have been related to a breach in aseptic technique while performing manual pd exchange.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection of the returned cycler showed signs of physical damage: heater tray damaged (paint). There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. An as-received simulated treatment with reduced dwell settings was performed on the cycler and completed without failures. The cycler underwent and passed a valve actuation test and a system air leak test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. Visual indications of dried fluid were also found behind the front panel assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient developed peritonitis and their pd catheter would be removed. During follow-up, the patient stated that they were out of town and experiencing symptoms of cloudy pd effluent after performing a manual pd exchange. The patient stated they were admitted into the hospital with peritonitis on (B)(6) 2024. The patient reported that they had fungus (unknown species) in their pd catheter (not a fresenius product). The patient underwent removal of the pd catheter and was transitioned to hemodialysis for renal replacement needs. The patient remained hospitalized at the time follow-up was completed and was receiving unknown antibiotic therapy. The patient is recovering from the event and pending hospital discharge once an outpatient hemodialysis chair was available. The patient was not able to provide the cause of their peritonitis. However, the patient confirmed there were not any fluid leaks or any issues with fresenius products in relation to the event. The patient stated the peritonitis may have been related to a breach in aseptic technique while performing manual pd exchange.